Event description:
It was reported that during testing conducted at the user facility a screw was found to be missing from the device. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the peg broke was confirmed by the complaint specialist during the device evaluation. Based on the age of the device, handling of the device over the years may have caused or contributed to the reported event.

Event description:
It was reported that during testing conducted at the user facility a screw was found to be missing from the device. No adverse consequences or procedural delays were reported with this event.